Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported problem. A philips remote service engineer (rse) examined the system remotely. It was confirmed that the message "emergency stop active" was displayed, indicating that the emergency stop button on the geo module had been pressed. Analysis of log file also confirmed the reported issue. A philips field service engineer (fse) examined the system on-site and determined that the issue was caused by a damaged geometry module. The rubber guard around the emergency stop button on geo-module was torn, allowing moisture ingress, which made the emergency stop function unreliable and prone to accidental activation. To resolve the reported issue, the fse replaced the damaged geometry module. The system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the emergency stop button. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.